Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic valve, a post balloon aortic valvuloplasty (bav) was performed. The patient was transferred to the intensive care unit (ICU) stable and awake. Two hours after the implant procedure, hypotension and bradycardia were reported. A pericardial effusion with cardiac tamponade was identified. A puncture and drainage was performed. Momentary improvement was reported. Cardio-respiratory arrest developed. Despite maneuvers, the patient died.

Event description:
Additional information was received indicating that the post-implant balloon aortic valvuloplasty (bav) was performed because the valve was not fully expanded and a gradient greater than 15 millimeters of mercury (mmhg) was observed. The cause of the pericardial effusion and cardiac tamponade was unknown, however, the physician believed it was due to the temporary pacemaker lead. Per the physician, the valve did not cause or contribute to the pericardial effusion. Resuscitation was performed for the cardio-respiratory distress. It was reported that the cause of death was tamponade followed by heart failure. Per the physician, the valve did not cause or contribute to the patient¿s death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the temporary pacemaker lead was not a medtronic device. The mean gradient prior to the valve implant was more than 45 millimeters of mercury (mmhg). Following the valve implant, the post-implant dilation reduced the gradient from greater than 15 mmhg to less than 10 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remained implanted, so was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intraprocedural angiographic images were provided for review. The patient¿s executive summary was not provided for review. A transcatheter aortic valve (tav) implanted into a previous surgical aortic valve (sav) procedure was performed using a evolut at a good depth within the failed sav. A post balloon aortic valvuloplasty (bav) was performed for an elevated post mean gradient. A prolonged post dilatation was performed with evidence of a sav expansion or valve fracture, also known in the field as ¿fracking¿. ¿fracking¿ is an off-label procedure and medtronic does not endorse off label procedures. The sav diameter was measured by the image sme on the angiographic image which was approximately 20.8mm prior to bav. The angiographic images showed a prolonged post bav, with visible sav expansion with a measured diameter of approximately 21.97mm. Even though the evidence suggests ¿fracking¿, there is not enough information provided via imaging to reach that conclusion. However, the prolonged post bav with sav expansion could have contributed to the pericardial effusion. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the information provided, it is likely that the adverse events were procedure related and due to the non-medtronic pacing lead rather than to the valve or delivery catheter system (dcs). All adverse events and severities noted in this event are documented in the risk management files and within the instructions for use (IFU). No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. The reported event indicates that during the implant of this tav into a non-medtronic sav, a post balloon aortic valvuloplasty (bav) was performed because the valve was not fully expanded and a gradient greater than 15 millimeters of mercury (mmhg) was observed. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). Unfortunately, without a copy of the echocardiogram film for review, the failure mechanism of the device cannot be established. As reported, the mean gradient prior to the valve implant was more than 45 millimeters of mercury (mmhg). This may have been a contributing factor to observed high gradient. However, a conclusive cause of the high gradient cannot be determined. Following the valve implant, the post-implant dilation reduced the gradient from greater than 15 mmhg to less than 10 mmhg. Two hours after the implant procedure, hypotension and bradycardia were reported. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Bradycardia is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. A pericardial effusion with cardiac tamponade was identified. Pericardial effusion is a known effect that can occur after cardiac pr ocedures due to procedural complications. Vascular complications, such as, cardiac tamponade is known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-f unctioning device or model implant procedure. As reported, a puncture and drainage was performed. Momentary improvement was reported. The cause of the pericardial effusion and cardiac tamponade was unknown, however, the physician believed it was due to the temporary pacemaker lead. In addition, per the physician, the valve did not cause or contribute to the pericardial effusion. Based on image review, the prolonged post bav with sav expansion could have contributed to the pericardial effusion. The event also indicates that cardio-respiratory arrest developed. Cardiac arrest is a known potential adverse effect per the IFU. Despite maneuvers, the patient died. It was reported that the cause of death was tamponade followed by heart failure. It is unknown if an autopsy was performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. Per the physician, the valve did not cause or contribute to the patient¿s death. In addition, based on medical safety sme assessment, it is likely that the adverse events were procedure related and due to the non-medtronic pacing lead rather than to the valve or delivery catheter system (dcs). The device history record (DHR) and frame record were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.